Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that an out of range shock impedance measurement of greater than 200 ohms was observed on the right ventricular (rv) lead connected to this device. The patient was evaluated, and it was found that an alternate vector had acceptable shock impedance values. The user planned to program this implantable cardioverter defibrillator (ICD) to use this vector and continue to monitor the patient. No adverse patient effects were reported. The rv lead and ICD remain in service.